Event description:
Reference MDR #1219856-2010-00006 for the first event involving same pt. It was reported that while in the angiography room, the second intra-aortic balloon (iab) had been prepped before use. The super arrow-flex (saf) sheath was inserted into the groin area. "The iab was not advanced into the sheath at all." After the event, the catheter was exchanged. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.